Event description:
In 2007, the customer reported "that a crack was discovered at the root of the 15mm connector." Replacement of the tube was required. The customer indicated that the sample is not available for investigation.